Event description:
It was reported that following a percutaneous peripheral intervention (ppi), an angio-seal sts was selected for use. More than three months later, on (B)(6) 2010, following a percutaneous peripheral intervention (ppi) via the ipsilateral femoral artery, another angio-seal was used. A 6f terumo sheath was also used during a ppi procedure. A pre-deployment angiogram revealed a common femoral artery (cfa). Hemostasis was achieved. Three hours later, the pt experienced subcutaneous bleeding around the puncture site and manual compression was applied for one hour but hemostasis was not achieved. The pt underwent an emergency surgery and the entire angio-seal components were removed in performing an anastomosis. During that, the surgeon found a collagen like substance deployed outside the artery and it was removed. There were no reported consequences to the pt. No add'l info is available.

Manufacturer narrative:
No product was returned for eval and review of the device history record was not possible since the lot number was unavailable. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.